Event description:
It was reported that the patient presented to a scheduled implant procedure. During the procedure, the left ventricular lead dislodged while removing the outer catheter. The physician attempted to re-position the lead but got stuck and would not advance over the guidewire. The lead was not used, and a new lead was implanted. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to advance guidewire. As received, a complete lead was returned in one piece. The reported event of failure to advance guidewire was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. A guidewire was able to be fully inserted and removed from the inner coil with no obstruction/restriction.